Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Three unpackaged, and two packaged ar-1547cds biocomposite-tenodesis serial/batch number 13807670 were received for investigation. Visual evaluation of three returned opened devices with a magnifier didn't find sharp edges on the hex driver tip. One of the arrived packaged devices was opened an observed under the magnifier and didn't find any sharp edge on this one either.

Event description:
It was reported that during a tendon refixation surgery the driver of the device cut off the associated loop at the front with the metal edge (fiberwire loop). This happened twice in one surgery. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update, khe, 13-jan-2023 5 x ar-1547cds were received (3 x used, 2 x original packed).